Manufacturer narrative:
Per tandem's t:slim x2 g5 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that due to misinterpreting an incomplete bolus alert and thinking that the requested bolus had not delivered, the customer delivered an additional bolus request, and blood glucose (bg) level decreased to 74 mg/dl. The customer addressed the bg level to prevent an adverse event, and at the time of the reported event, bg was 122 mg/dl.